Manufacturer narrative:
(B)(4). Batch # n9074l. Additional information was requested and the following was obtained: there is no pre-run test for enseal devices, what was the issue with this device? Were there any error messages and if so what were they? Did the device activate? Did the I-blade move when the jaws were opened and closed? When the device is plugged in the device was not recognized. No further information is available. The device was received with the top of the I-blade upper tip broken off not returned. The device was connected to the generator and it was recognized. Because the I blade was damaged not all functional testing could be performed with the generator. No communication issues were observed at any time during the testing. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a total laparoscopic hysterectomy procedure, test failed. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.